Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected pt/inr results on a (B)(6) female patient. There was no additional patient information available at the time of this report. Date, method, time, inr: (B)(6) 2013, I-stat, unk, 3.0: (B)(6) 2013, stago, unk, 2.5. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4).